Manufacturer narrative:
The device was not returned to olympus for evaluation. The facility was instructed to order new connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gray connector of the endoscope reprocessor was reported broken. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged cleaning tube connection issue could not be determined, however, the connector was likely damaged as a result of a hard impact and or damaged due to applied stress during repetitive loosening of the connector. The customer was instructed by the olympus technical assistance center (tac) to order a replacement connector(s). The event can be detected/prevented by following the instructions for use which states: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.